Event description:
A 6mm diameter x 18mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a renal artery lesion in 2003. Vessel morphology was reported to be moderately tortuous and calcified. The lesion was not pre-dilated. It was reported that while the physician pulled the unexpanded stent back into the guide catheter the stent dislodged from the balloon. The stent was still on the guidewire in the renal artery and the physician was able to deploy the stent proximal to the lesion site. The lesion remains untreated. No clinical sequelae were reported and the pt is reported to be fine.